Manufacturer narrative:
Date of event: the event date is unknown. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing pain around/along the deep brain stimulation (dbs) extension tract. The patient has anxiety and that may have led or contributed to the issue. Palpating along the tract did not duplicate the pain and x-rays revealed no anomalies. Surgical removal, replacement, and relocation of the extension was performed in order to determine whether the extension depth or tightness/bowstringing was the cause for pain. The issue was not resolved.